Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. Image review demonstrated a tulip filter was deployed via a femoral approach resulting in a significant leftward tilt of 17°,and defined as an insertion problem. The filter deployed exactly parallel to the shaft of the deployment system, which unfortunately, was angled relative to the ivc due to the slight dextroconvex bend of the ivc and the angle of the confluence of the right iliac vein and ivc. At least one abstract describes slightly higher incidence of significant ivc filter tilt via a femoral approach when compared with a jugular approach, likely due to the angulation formed between iliac vein and ivc. It appears the filter was left in this position, which is not ideal, as some evidence points to a significant filter tilt causing overall decreased efficacy for conically designed filters in capturing thrombus. This filter could have been retrieved from a jugular approach with placement of a new filter, with less chance of significant tilt upon deployment. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this filter was not manufactured according to specifications and nothing indicates that it did not perform as intended during placement. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-1-fem-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2017, the patient received a günther tulip filter. Primary reason for filter placement was a current pulmonary embolism (pe) with a contraindication to anticoagulation due to recent major surgery and bleeding. The inferior vena cava (ivc) diameter at the intended filter location was 19.7 mm. There was no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a günther tulip filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 11 - < 16 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anomaly or the presence of thrombus in the ivc prior to filter placement. The ivc diameter was 21.4 mm. The filter was placed in the ivc infrarenal site and there was no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 16.7 degrees. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray was completed the same day and revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 5.9 degrees and 5.6 degrees in the lat view. Patient outcome: the patient remains in the study.